Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of "capsular contracture " is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture and rupture.

Event description:
Healthcare professional reported "mild discomfort in the chest are when moving the left arm, feeling of fullness in the chest area, there was an asymmetry compared to the contralateral side and capsular contracture baker grade IV". This record is for the left side. Device was explanted and replaced with another manufacturer¿s device.